Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were visited to emergency room due to low blood glucose on (B)(6) 2022 with unknown blood glucose level. The customer did experience any symptoms low blood glucose such as muscular spasms. The customer was treated by food. Auto mode feature was not activated at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. The customer will continue to use the device